Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the patient experienced a subarachnoid hemorrhage in the evening following the procedure. Angiographic results appeared to be normal following the procedure. There were six coils implanted during the procedure, and a pipeline device was attempted to be implanted. The pipeline stent was not deployed because another stent was already in place from a previous treatment was interfering with the opening. There was no issue with the pipeline or coils. A decision was made to remove the pipeline and just proceed with coiling. During initial stent deployment, the siemens artis biplane angiography machine broke down mid procedure. A system restart was initiated and proximately 10 minutes later the biplane was operational again which allowed the procedure to finish. The devices were prepared according to the instructions for use (IFU). The patient was undergoing treatment for a saccular, previously ruptured and treated aneurysm located in the left side ica terminus. The max diameter was 40mm, and the neck diameter was 15mm. The patient's vessel tortuosity was moderate. The landing zone was 3mm distal and 4.7mm proximal. Dual antiplatelet treatment was administered.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient has experienced neurological symptoms and current condition mrs 1-2. The p physician commented that the bleed was not observed during the procedure and the site of bleeding was in a different area of the brain. Thus it is unlikely the bleed was from the aneurysm itself.